Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 72 mg/dl and 40 gm/dl. Customer stated that she treated her low blood glucose with juice. Customer stated that she can see space of insulin in tubing close to the reservoir and her current blood glucose reading was 113 mg/dl. The pump will not be returned for analysis.